Manufacturer narrative:
Retrospective quality review indicated this complaint should have been MDR reportable. The surgery was completed successfully using spare implants from the locking screw caddy. The implants involved in this incident were returned on (B)(6) 2009; they were separated, but showed no wear or damage to either the threads or the anodizing. A review of the complaint records showed that this was the fourth locking screw separation complaint, the third in 2009. A review of the device history showed that two devices from lot w9913 were rejected due to part separation. One of the parts separated while being handled during inspection, the other at some point prior to arriving in quality control for inspection. Both batches were then 100% checked and sorted for this issue. A corrective and preventive action was opened to address this issue. This issue was addressed in the relevant fmea (failure modes and effects analysis) design dossier. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
The reporter stated that during a spinal surgery procedure, two locking screws separated from the saddle during initial insertion by the surgeon. The surgeon was not using excessive downward pressure at the time of separation.